Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of regs0741 showed one other similar product complaint(s) from this lot number. Device not returned.

Event description:
It was reported " the PICC team reported that our introducer is really hard to push forward without issues. The gray part gets caught on the skin and pulls. They are having to knick the skin when they would not normally need to.